Event description:
It was reported an amplatzer amulet left atrial appendage occluder was chosen for a left atrium appendage closure procedure. The patient was discharged to home one day post implant. Shortly after the patient's condition declined requiring emergency services. When the emergency medical services arrived the patient was in "asystole" which resulted in the patient's death. No additional information has been provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
An event of death one day post implantation of an amplatzer amulet left atrial appendage occluder was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.